Event description:
As an emt-d using the device it has shut off completely when attempting to shock a pt in cardiac arrest and has shut down during monitoring. The cassette module did not record, thus no strip is available. What is seen on monitor screen is not what appeared on printed strip copy. Unit is too sensitive. If monitor cords are jostled, it may cause unit to pick up as a shockable rhythm and could lead to unneccessary defib. This has been reported, in writing by rptr, to agency rptr belongs to.